Event description:
On jan 3, 1990, rptr obtained a 510(k) number for a radiation therapy treatment planning system (computer software) known as renner-plan and renamed in june of 1993 to render-plan 3-d. In dec of 1993 precision therapy international was given exclusive marketing rights to render-plan 3-d, & they were responsible for installation and customer support. On april 28, 1997, rptr sold this product to precision therapy international. FDA was notified of this change in ownership. Precision therapy intl is now completely responsible for this product and all aspects of FDA compliance. Many aspects of that product were a result of research and development activities conducted by rptr which they had published in journals. Because of that past history some users of software product continue to contact the rptr with general questions regarding my prior work. A radiation therapy physicist contacted rptr this last fall. He had been employed at a facility and is now privately consulting. Another hosp, hired the physicist for physics consulting for three months after the radiation therapy physics staff consisting of two persons had resigned and left. The physicist apparently began reviewing their procedures after he found some questionable results in pt's treatment charts. After some communication with rptr regarding technical questions concerning compensators designed from port films, rptr rec'd a communication by way of email on sept 21, 1998, from the physicist indicating that he had discovered that a systematic error had been occurring which would result and apparently did result in some pts being irradiated five to twenty percent more than the prescribed dose. He also indicated in that email that he found a procedure from 1991 that was not being followed that would have prevented that error from occurring. A further communication on sept 22 in response to rptr's question as to whether any pt was injured indicated that there was no way to know because facility was not documenting the compensators in the pt's chart. This and further communications on sept 27 indicate that no quality control of any kind was being performed by the facility with their use of the film compensator system. [However, this same institution had once participated in the production of a poster presentation titled "quality assurance program for tissue compensating filter systems, american association of physicist in medicine annual meeting, 1994, abstract in medical physics, vol. 21, no. 6, june 1994, page 971. However, a prior employee was responsible for that presentation.] To this date precision therapy intl apparently has yet to take any action of any kind, which is why rptr is writing this letter. Rptr has contacted several centers and they report not having rec'd any kind of communication from the MFR. The computer program in question designed compensating filters from port films, and is not part of the external beam program. It is most likely that only a hand full of hospitals near where rptr originally developed and published this technique are using this program, which is why rptr concentrated her notice to these institutions. Rptr does not believe that it is likely that other institutions are using this program because the external beam program has a superior technique for designing compensators (also published). Port film technique in question allows one to design compensators for parallel opposed fields without having to computed tomography scan the pt and employ a three dimensional treatment planning program, and remains a valuable tool to refine and control dose that pt gets. However, the film compensator design software was part of the software distribution to all customer sites, of which there were over a hundred at time of sale to MFR, & rptr does not have a complete customer list (& in fact MFR had hidden some sites from her in order not to report sales for which royalties were due). Nor is it her responsibility to notify those customers as product and 510(k) was sold to MFR. The mistake involved designing a compensator for a radiation field that includes lung, with the central axis going through lung. The dose for any field is often prescribed on central axis. Compensator provides correction for increased transmission through lung by applying more compensator material in path of rays that transverse the lung. However, when one computes the monitor units increased transmission through lung must be accounted for, otherwise instead of lowering the lung dose to that of surrounding denser tissues, surrounding tissues will have their dose increased to what lung is getting without a transmission correction. It may be that pt's who had central axis going through lung would be advanced cases who would die of their disease before an overdose could manifest itself, as the lung is usually not specifically treated except for terminal cases. One would otherwise expect possibility of severe injury, including possibility of paralysis and death, from an overdose of 15 to 20 percent, from lung transmission typically being of order of 15 percent. With the above considerations rptr does not believe that there is any great danger that other institutions would repeat mistake that facility made. However, rptr believes that prudence warrants the sending of a notice to all customers. Physicist writes to rptr, dated 9/21/98: "I found a procedure dated 1991 that covers compensators that have their cax over lung. This essentially caused whole field to get a 5% to 20% higher dose than prescribed." Staff member at facility, "was using this recommended procedure when I came here. Apparently nuances of compensators was not appreciated by round robin of physicists that have passed through here since." Physicist writes to rptr on 9/22/1998: "practice was to put zero documentation of compensator in the chart. I have found scant records of testing for the compensators over the yrs. My guess is that a yearly test was not performed."